Event description:
The plaintiff's attorney alleges that the pt experienced cardiac injuries and/or other related symptoms and expired as a result of cardiac arrest three days later. It was reported that the death occurred due to administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for one event. FDA code 3191 was used to report a non-specific cardiac injury and/or related symptoms.